Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported that they had called several times with issues of no delivery alarms and low batteries. The customer did not get insulin and their blood glucose shot up to 500 mg/dl. It was noted that they had already previously performed troubleshooting for the issues. They reported that they had multiple low battery warnings. The customer had experienced a high blood glucose level that was over 400 mg/dl. They had been giving correction but their blood glucose level went up to 590 mg/dl. They also had large ketones. Their health care professional told them to discontinue the use of the insulin pump. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with normal operating currents and passed self-test, unexpected restart error test. No unexpected low battery, battery out limit and failed battery test alarms during testing. Also, unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing.